Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown orthopedic procedure on (B)(6) 2019 and suture was used. The tip of the needle broke during use. The tip of the needle was not found. A post op x-ray was performed and no foreign objects were found. There were no adverse patient consequences reported.